Manufacturer narrative:
E1: (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was replicated. The mainboard needs to be replaced. Customer will receive a cost estimate. Upon acceptance of the quote, the repair will be carried out, and the mainboard will be replaced.

Event description:
It was reported that the device showed: "error code 45985". There was unknown patient involvement. The error appeared upon power on, and no one was harmed.